Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed as the transmitter log was able to be downloaded. Global transmitter final functional test was performed and the transmitter passed. However, the transmitter failed the log review and pictures were taken of the logs. The customer complaint of loss of connection was confirmed. The root cause could not be determined.